Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system was unable to take exposures and there was an x-ray unavailable error message. This rendered the system unusable. There is no report of patient injury associated with this event.